Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a remote transmission revealed that the pulse generator exhibited a single episode of noise. The device appeared be oversensing a wide qrs complex as noise. No intervention or patient symptoms were reported.